Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, during loading, the actuator knob of the delivery catheter system (dcs) separated. A new dcs was used for successful valve implant. It was reported that there was no unusual resistance felt, no loose tabs were present in the packaging and that the loader was experienced. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory with the capsule mostly open, visual analysis showed the handle is not intact. The device was received with the handle components detached from the dcs. The tip-retrieval mechanism appears intact. The device was returned with the end cap/screw gear snap fit connected. The capsule appears intact with no evidence of damage. One of the tabs is observed to be detached from the male deployment knob component. From close observation, one of the tabs does appear to have a stress mark at the point where the tab protrudes from the carriage component. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The subject device was returned and evaluated, confirming the actuator separation, as one of the tabs is observed to be detached from the male deployment knob component. Actuator separation is typically associated broken or damaged snap fit tabs, either one tab or both, which hold the handle together. An actuator separation will prevent loading and/or deployment through normal use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.